Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Retention samples of the incident lot were selected from bd inventory for evaluation and testing and upon completion, no issues relating to erroneous results were observed as replicates of retain samples tested were acceptable in terms of both precision and accuracy. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube has been found experiencing erroneous results after use. The following has been provided by the initial reporter: it was reported that there's an intermittent problem with troponin testing. This is an intermittent problem we¿ve had ever since we started doing troponin testing. It has happened with regular serum separator tubes, quick clot, and the lithium heparin we are using now. Our protocol is to re-spin and repeat any abnormal result that doesn¿t have a matching history. I¿ve only had a couple reported to me since I asked the staff to send me the information. Specimen number date tube lot first result repeat result after re-centrifuging (B)(6) (B)(6)2019 (B)(4) 0.22 <0.03.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube has been found experiencing erroneous results after use. The following has been provided by the initial reporter: it was reported that there's an intermittent problem with troponin testing. This is an intermittent problem we¿ve had ever since we started doing troponin testing. It has happened with regular serum separator tubes, quick clot, and the lithium heparin we are using now. Our protocol is to re-spin and repeat any abnormal result that doesn¿t have a matching history. I¿ve only had a couple reported to me since I asked the staff to send me the information. Specimen number, date, tube lot first result, repeat result after re-centrifuging, (B)(4), (B)(6) 2019, 9095790 0.22, <0.03.